Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received for investigation. During the visual inspection, the proximal end female luer connector was observed to be cracked. To verify the functionality of the returned unit, a leak test was performed. The unit failed the leak test. The reported failure mode, connector problem, is confirmed. The production floor was audited to identify any potential operation or behavior that could cause a cracked luer connector. No faults were identified. Thirty randomly selected units were taken from the manufacturing process. The units were visually inspected to verify that the components do not present any damage. No discrepancies were found during the inspection. Based on the sample returned by the customer it was not possible to replicate the failure or confirm as manufacturing process caused. After reviewing the mitigations that are performed during the manufacturing process to detect damaged component, the root cause is that the connector became damaged after the product left ICU facilities. No corrective actions are required because the mitigations in place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. There were no relevant findings detected in the DHR review.

Manufacturer narrative:
B3: month and year of event have been provided. Day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when required.

Event description:
It was reported, that during the pre-use check. A crack was found in the connector, from where leakage of medical fluid was observed. No patient injury was reported. It was reported, that no additional information is available.